Manufacturer narrative:
This case, with patient identifier (B)(6) (system 2) , is related to case with patient identifier (B)(6) (system 1).

Event description:
It was reported the patient received the following results within 15 minutes: 120 mg/dl with accu-chek nano system and 240 mg/dl with accu-chek guide system.